Event description:
Ous MDR - after an implantation period of about 84 months, oversensing was reported. No adverse patient side effects have been reported. There was no event date provided and no indication of any intervention. The device was not returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received printouts of the medtronic device were carefully analyzed. The available data confirmed the presence of artifacts in the ff and rv channel which is most likely related to my potentials. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.